Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.